Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The break in aseptic technique was further described as touch contamination. The patient was hospitalized for the event. The patient was treated with vancomycin (dose, route, frequency not reported). During hospitalization, the patient's peritoneal dialysis catheter was re-positioned. The patient was discharged from the hospital, seven days after admission. The patient recovered from the peritonitis event. The action taken with dianeal therapy was not reported. Additional information was not available.